Event description:
It was reported to covidien on 04/06/2009 that a customer had an issue with a hemodialysis catheter. The customer reports thrombus formation at the tip of the catheter after 2-4 days resulted in no flow. The catheter had to be withdrawn from the pt and replaced.

Manufacturer narrative:
Submit date: 05/01/2009. An investigation is currently underway. Upon completion, the results will be forwarded.